Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the speaker issue. The fse replaced the (453564238621-ms_x2 assy cbl x2/mp2 speaker assembly) to resolve the issue. The speaker was replaced. The device was operational after repairs were completedand returned to the customer.

Event description:
The customer reported that the message "speaker operation problem" is displaying on the x2 and there is no sound. The device was in use at time of event, there was no adverse event reported.